Event description:
The device returned to the manufacturer after being explanted due to a power on reset (por) and telemetry /programming difficulty. The por was cleared, however magnet application showed the device at voo at 65 beats per minute. Device data revealed a power disconnect that was approximately 4-5 seconds in duration. It was also noted that the device had reached its elective replacement indicators. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.